Manufacturer narrative:
Medtronic investigation of returned suspect o-arm computer finds that the reported issue is confirmed. The computer failed bench testing upon the initial boot sequence due to computer attempting to boot to floppy drive. After reviewing the bios it was discovered that the time/date and boot priority were set incorrectly. After re-setting the time/date and bios settings correctly, the computer booted into the os and the application loads successfully. Virus scan was not performed as the computer resets when task manager is accessed. Cmos battery measured 3.1 vdc. The reported event was confirmed to be caused by the change to the bios settings.

Manufacturer narrative:
No patient was involved with this event, so no patient demographics are applicable. A medtronic representative inspected the imaging system on-site and found the need to replace the affected computer and the system control board. Replacement of these parts resolved the issue. A full imaging system check-out was completed, confirming full system functionality after part replacement. The affected parts have been returned for evaluation, although analysis is not yet complete.

Event description:
A medtronic representative reported that while testing the imaging system, a computer in the system would not boot up. The computer bios battery was replaced, with no resolution. This occurred outside of any patient involvement. No further details were provided.

Manufacturer narrative:
The power switching board was returned to the manufacturer for analysis. The board was installed in a test imaging system. The motion, imaging chain and communication were all functional. 2d and 3d imaging were successful. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.